Event description:
The doctor pushed lens too far, lens was implanted and had to be explanted.

Manufacturer narrative:
This supplement is also updating the agency on new information regarding the reportable adverse event of lens pushed too far by doctor during iol implant and device had to be explanted. No patient injury was sustained. Explanted lens was returned for product analysis. The lens was found inside at the top of the injector tip. Trailing haptic was torn at tip. The slider was fully advanced and the rod was advanced partially. Trace of lubricant was found inside the injector tip and on the lens. A DHR (design history records) review of the manufacturing and inspections steps of this device was performed. All required specifications were met. No irregularities or abnormalities were found. The investigation found this issue to be due to human error during the surgery and not product related.